Manufacturer narrative:
A review of the device history record was performed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section h.6. Correction information: section h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The recipient recovered well. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling and an infection at the implant site. The recipient was given multiple treatments, however, were ineffective. The recipient has severe cochlear fibrosis. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information sections: b.3, d.6b, h.6. The recipient's device was explanted. The recipient is reportedly doing well following surgery. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics was informed that the explanted device will not be returned to the company. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.